Event description:
User claims that the lost control of the wheelchair, hit an unknown object and broke his leg. The user complains that the wheelchair veers to the left. The inspection revealed that the wheelchair veered to the left and that the joystick was programmed to be more sensitive to left direction. The joystick was reprogrammed to default settings, which helped the problem; however, the results of the inspection were inconclusive. The wheelchair was sent to permobil ab, the manufacturer of the wheelchair, for further testing.

Manufacturer narrative:
Manufacturer evaluated the wheelchair in sept, 2007. The inspection revealed that the wheelchair veered to the left and that the joystick was programmed to be more sensitive to left direction. The joystick was reprogrammed to default settings, which helped the problem, however, the results of the inspection were inconclusive. Manufacturer sent the wheelchair to parent company for further evaluation and testing.